Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that it seemed like the patient was in withdrawal because they responded to a 50 mcg bolus of baclofen. It was reported that the patient was admitted to the ER. The cause of the patient being in withdrawal was not known. The patient had a pump replacement but everything was patent. It was reported the patient's response could have just been caused from the stress of surgery and unrelated to therapy. The patient responded to the 50 mcg bolus and the patient being in withdrawal was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal lioresal 2000 mcg/ml at 325 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient may be in withdrawal. Environmental/external/patient factors that might have led or contributed to the issue included the patient having a routine pump replacement on (B)(6) 2024 due to eri. No issues were reported at the time of replacement and the catheter was easily aspirated and priming boluses were performed per protocol. The issue was not resolved at the time of the report and the patient's status was "alive-with injury". Medtronic was told this patient was being referred to the emergency department (ed) because the managing team was concerned he was in withdrawal. No other symptoms were reported to medtronic when asked. The rep indicated that follow-up may be required.